Manufacturer narrative:
Additional information: d10, h3, and h6: the reported event of decreased sensing threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, decreased sensing threshold was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient experienced no consequences.